Manufacturer narrative:
Date of event is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-13250, 1627487-2021-13251, and 1627487-2021-13252. It was reported that the patient had an infection at the lead site and as a result, the system was explanted on (B)(6) 2021. The infection is resolved.